Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. A review of the submitted controller event log file revealed data spanning 08mar2026 - 10mar2026 per timestamps. Backup battery fault alarms are active throughout the log file which intermittently clears when the load test is initiated. The alarm was associated with the backup battery not passing the load test. No other notable events were observed and pump function was not affected. The heartmate 3 system controller (B)(6) was not returned for analysis. Provided information indicated that the patient had backup battery fault alarms for a while and the backup battery was replaced several times. The patient appeared to have no symptoms. The system controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the backup battery fault alarms was not conclusively determined through this analysis. A corrective action was opened to further investigate backup battery fault alarms. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had emergency backup battery fault alarms for a while. The backup battery was replaced several times, and it was considered to exchange the system controller on (B)(6) 2026. There was a backup battery fault alarm displayed on screen. The patient appeared to have no symptoms. Following review of the log files, tech services captured emergency backup battery faults from (B)(6) 2026. The system controller periodically performs internal load tests on the emergency backup battery, and it appeared that the emergency backup battery was not passing this test. It appeared that the mechanical circulatory system (mcs) equipment was operating as intended. The system controller was exchanged and sent for processing.